Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/21/2014 with the following findings: unable to duplicate complaint. Black box shows no activity outside of normal use, alarm history shows several ¿cs12¿ alarms. Unrelated to the complaint, the display contrast is dim and reddish. The battery compartment is cracked at the case seal up to the bumper pad. No alarm or any occurred during the investigation, the product performs within specification. The pump's cover was removed, no intermittent condition was found on the printed circuit board.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).